Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the door was failed to open. The customer reported that the malfunction occurred when user trying to issue medication to patient causing delay in dispensing procedure. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fridge had failed to open. A field service engineer found that the device was randomly reading the opening and closing, rebooted main which resolved the issue. The system functioned as intended after the field service engineer repaired the device.